Event description:
This system was used by the doctor performing an automatic implantable cardioverter defibrillator insertion. While in the cath lab for aicd implantation, the digital processing unit failed. There were no video image of fluoroscopy. The site was unable to restart the x-ray. A hard reboot was attempted and the phillips engineer notified. A portable c-arm (fluoroscopy) was brought into the room to successfully complete the case.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.